Event description:
It was reported that the transcatheter aortic valve experienced bending after the valve was recaptured. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured once to improve positioning. At the second deployment, the bending was observed. A 10-15 minute procedural delay occurred to load a new valve. Per the physician, the patient's annular calcification contributed to the event.

Manufacturer narrative:
Image review: only one still image was provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During the valve deployment attempt, and allegedly after a recapture, a bend resembling an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a potential misload might have contributed to the infold. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013189107); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the transcatheter aortic valve experienced bending after the valve was recaptured. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was returned loaded within the capsule of the delivery catheter system (dcs). The valve was deployed and forwarded to the return product analysis lab. Upon receipt, valve was contained inside a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. Visual analysis showed the valve exhibited discoloration consistent with blood exposure. The valve was received in a crimped configuration, with the outflow aspect exhibiting an elliptical profile and the inflow aspect exhibiting a reniform (kidney-shape) deformation. As received, all leaflets were observed in a partially open state. The leaflets exhibited stiffness at receipt, resulting in incomplete coaptation. All leaflets were dehydrated and stiff. Deep creases and frame imprints were present across the leaflet surfaces, indicating that the valve had remained in a crimped or compressed configuration for a duration of time. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm saline bath (approximately 37°celsius). Upon exposure, the frame expanded, resolving the previous observed outflow and inflow deformations. Despite this expansion, the valve retained a partially compressed state, likely attributable to extended time spent within the dcs. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Due to the returned condition of the valve, a deployment simulation to evaluate against the reported infold could not be performed. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.